Event description:
It was reported that fracture, rising impedance and pacing thresholds were noted in clinic on right ventricular (rv) lead. The lead was capped and replaced on 14-jun-2023. The patient is in stable condition.